Event description:
It was reported that the customer passed away in the emergency room of a hospital. The customer suffered a heart attack, was taken to the emergency room by the paramedics, where the customer was pronounced dead, 15 minutes post arrival. The customer passed away the day after her husband's funeral. The cause of death was heart attack. The caller stated that the customer had complications of diabetes; all effects of having long term diabetes. The customer had kidney failure and heart disease. The customer's blood glucose, at the time of death, is unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller was unable to locate the insulin pump but found a box that had the serial number. The caller stated that the family does not have the insulin pump at the moment, but will look for it and will call back in two weeks if the insulin pump is found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.